Event description:
It was reported that the device exhibited high, out of range pacing lead impedance and oversensing. Lead fracture was suspected. The lead was replaced. The patient tolerated the procedure well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description. A partial lead with the distal tip measuring 41.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.